Manufacturer narrative:
(B)(4). Batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported by the rep, during a laparoscopic/ robotic cystectomy, the stapler was closed with difficulty on the bladder pedicle. During firing, the stapler fired part way and then stopped. The fa used the reverse button to bring the knife blade back and open the stapler. Upon removal, the staff noted that the knife blade bent the anvil. The surgeon is aware that the tissue was too thick for the reload he chose to use. The procedure was completed with no patient consequences reported.

Manufacturer narrative:
(B)(4). D4: batch # t5dt9x. Investigation summary: the analysis results found that one plee45a device was returned with the anvil bent upwards and with no cartridge loaded on the device. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil, leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa.